Event description:
The clinic reported that a laser vision correction patient had a flap lift enhancement in the left eye and at the one day post op visit presented with striae. The flap was lifted and smoothed and a bandage contact lens placed. During a follow-up visit striae was still noted and another flap lift and rinse was performed. The patient reported continued discomfort and a bandage contact lens was placed again due to the presence of abrasion. At follow-up visits the patient was reported as healing well with their vision improving. The patient had no complaints.

Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.